Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated procedure (pacemaker implant procedure). Thereafter the ipg could not communicate with the external devices when attempted. As a result further device assessment is pending.

Event description:
Additional information received identified that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was resumed post-operatively.